Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, product type: lead . Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain indications. The caller states sensor is being replaced today due to normal circumstances. The sensor is currently dead so no impedances could be run. The caller states when they put the leads into the intellis ins the 0-7 shows green for connectivity check but 8-15 showed red. Caller states they pulled leads out, wiped them down, and switched ports. Upon switching, 0-7 was red and 8-15 was green indicating a lead issue. Rep states they have tried wiping lead and 'adjusting' but it appears the lead may have an issue. Caller ran impedances when 'bad' lead was in0-7 and he saw all contacts associated with 0 as >40k ohms. Tss reviewed it is not typical for all contacts to show >40k but there is the possibility of a damaged lead to the point of all open circuits. Tss advised considering inspecting lead and making sure nothing is hindering the ability for all contacts to line up in the header block. Caller notes they will do so, wipe lead and consider replacement if not now then in the future. The issue was not resolved through troubleshooting. The serial number of the ins was reported, but the serial number of the lead is unknown as the patient has two leads. The rep reported that the patient was able to get effective therapy with reprogramming around the high impedances. The cause of the high impedances is unknown, and the issue has been resolved.